Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
Additional information received. The suspected device was received by the manufacturer. Product analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that during initial implant, high impedance was seen with the first set of lead. Another lead was used and high impedance was seen but was later resolved. It was later report that the initial lead exhibited high impedance. Troubleshooting included reinserting the lead pin, confirming the electrodes were properly placed and secure, and testing the generator using the provided accessory pack (impedance test using testing are within normal limit), with new sessions started after each step. After determining the generator was not the issue, a second lead was implanted, and impedance was within the acceptable range. Additional diagnostics confirmed normal impedance. The original lead has been returned to the company for evaluation but has not been received to date. No other relevant information has been received to date.